Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where the customer reported that the line was primed with saline. The patient chlorphenamine premed and leaked after premed. The line was taken down and new line put up before treatment. There was patient involvement. Harm was not reported as a consequence of this event.

Manufacturer narrative:
E1 - (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.